Event description:
On (B)(6) 2011, the reporter contacted lifescan from (B)(6) on behalf of his wife (the patient) alleging an error 4 message issue with a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.